Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-05948 / 1825034-2016-01740 / 1825034-2016-03328). Remains implanted.

Event description:
During an initial total hip arthroplasty, it was noted that the femoral stem sat 2-3mm proud, however had excellent fit and fill and was utilized to complete the procedure.